Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 330 mg/dl following a breakfast meal announcement while using the ilet system, with current blood glucose later noted as 296 mg/dl; the user had taken a steroid earlier in the day and believed this contributed to elevated glucose, and device function checks showed no occlusion indicators, no leaks, and drops observed on tubing, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included customer service troubleshooting and education, including recommendation to consider a site change and guidance to consult a healthcare professional regarding steroid-associated glucose management, with planned follow-up. Investigation of this case revealed no device malfunction identified and no component failure observed during user-directed checks, with hyperglycemia temporally associated with meal intake and steroid use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.